Event description:
Report rec'd from (B)(6) stated that during a procedure the vitrectomy cutter was not cutting very well and then stopped altogether. No pt impact or injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.